Event description:
Facility reported that a 2.7fr broviac that had been in the pt for less than 30 days, broke while in the pt. The tip broke and migrated. Rn who reported the incident was not sure if the tip was removed yet.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.